Manufacturer narrative:
Complaint sample not returned.

Event description:
This is a follow-up report.

Event description:
Complainant (B)(4) claimed to have experienced burning sensation in the eye after using medical device (B)(6) hydrogen peroxide cleaning and disinfecting lens care system.